Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "surgeon revising failed (right) hip replacement. Implant log from primary surgery attached." Update 12/04/2020 wg: spoke to rep. Patient was revised due to suspected cup loosening. Intraoperatively the cup was found loose and a screw was broken. The cup and screw were removed. The head and liner were removed but there are no allegations against them. Rep confirmed that no further information will be released by the hospital or surgeon.